Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 15 mcg/ml fentanyl at 10.5 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient was complaining of a lot of bleeding at the pump site the night after implant surgery [(B)(6) 2016]. The patient was referred for evacuation and irrigation of the pump pocket. At the time of cleaning out the pocket, the doctor noticed there was a suture that had gone through the spinal segment of the catheter. The doctor then removed the damaged section of catheter and reconnected the catheter. There were no known environmental, external, or patient factors that may have led or contributed to the issue. It was unknown what diagnostics or troubleshooting had occurred. The issue was noted to be resolved and the patient was "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), product type: catheter.

Event description:
The catheter serial number was (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.